Manufacturer narrative:
Concomitant medical products: 6947m-62 lead, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received and the device had stored invalid electrograms. The known issue was explained, the device was noted to be functioning with no performance issues, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.